Event description:
The physician reported that the subject pacemaker was not implanted due to a high impedance measurement (>3000ohms).

Event description:
The physician rpeorted that the subject pacemaker was not implanted due to a high impedance measurement (>3000ohms).